Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with missing retainer ring. Unable to lock a test p-cap into the reservoir compartment due to missing retainer. The following were noted during visual inspection missing reservoir tube o-ring, broken reservoir tube lip, cracked keypad overlay at select button, cracked battery tube threads and cracked case near belt clip rails. Cosmetic damage to the retainer area was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported the location of the damage was at the back of the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for the cosmetic damage and the serialized device was replaced. Troubleshooting was performed for the general documentation and the customer called for an issue not covered by the existing troubleshooting guides. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and mmt-1884 was returned for analysis.